Event description:
A review of service data detected a reportable event. During servicing of monitor which was returned for routine maitenance, multiple charge profile faults were detected in the downloaded flag files. Preliminary failure analysis indicates a shorted high voltage capacitor on the defibrillator printed circuit assembly.